Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that one of the haptics of the intraocular lens was cut off which was noticed upon insertion into the patient's left eye. The original incision was enlarged and the lens was removed intraoperatively. The back-up lens of the same model and diopter was implanted successfully. In the physician's opinion the most likely cause of the iol damage was loading error. The patient's current prognosis is reported as good.

Manufacturer narrative:
The lens was returned and the visual inspection found the lens in two pieces. The haptic plate came back stuck inside the delivery device. Due to the condition of the lens further testing could not be performed. A retain sample from the same lot was evaluated for dimensional inspection. All dimensional measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.